Event description:
It was reported that the patient was scheduled for a lead revision in the near future because the lead had migrated, but not fractured. It was also reported that the patient was charging more than expected. Stimulation had been turned off for the past two weeks and the patient claimed to be charging twice a month whereas before she had been charging every couple of months. It was noted that the patient claimed she had not increased her amplitude. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-33, lot# v296978, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Follow up information reported that the cause of the event was that the lead component had migrated. The lead was removed and replaced with a new lead [note: per manufacturer's device registry the extension component was also replaced]. It was also noted that the implantable neurostimulator (ins) battery location was revised. No additional information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37083-60, serial# (B)(4), explanted: (B)(6) 2013, product type: extension. Product ID 3888-33, lot# v296978, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that as far as the manufacturer representative knew, the patient had been revised. It was noted that the representative did not cover the case so that was all of the information available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was reported the patient had lost a lot of weight and the implantable neurostimulator (ins) was "very tilted in the pocket." It was noted due to the tilted ins the patient was not able to maintain good coupling while charging.

Event description:
It was later reported that there might be an issue with the recharger or position of the ins in the body. It was possible that the battery was tilted in the pocket. The manufacturer representative planned to work with the patient for more troubleshooting options for getting coupling.

Manufacturer narrative:
(B)(4).